Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report: 3008829311-2018-00148. It was reported the patient experienced autoreducing due to the migration of both leads, as confirmed via x-rays. Reprogramming attempts were unsuccessful, and diagnostics indicated impedance issues on the left s1 lead. As a result, the patient underwent lead replacement for both leads. Postoperatively, effective therapy was restored.